Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving a baclofen of unknown concentration at an unknown dose rate via an implantable pump for cerebral palsy and intractable spasticity. It was reported that after the last two refills, the patient had reported having seizures the following day. The company representative was questioning if seizure was associated with the any refill complications. The patient had gone to the emergency room (ER) and the nurse there had performed the refill (not associated with the managing healthcare provider). The company representative had no further information regarding this event at the time of the report. The date of the event was unknown. It was noted that they did not know when the first incident happened, but the last refill was performed yesterday ((B)(6) 2019) since the patient came in today complaining of the seizure. No further patient complications have been reported as a result of this event. Additional information was received from the manufacturer¿s representative (rep) on 2019-oct-01. Contact information for the hcp was provided. It was reported that the first seizure occurred on (B)(6) 2019 and the second occurred on (B)(6) 2019. Troubleshooting included checking the reservoir volume and it was accurate. The cause of the seizures was not determined. The patient was not eligible for eeg because of lice. Actions taken to resolve the issue included taking the patient to the ER. It was unknown if the issue was resolved. The patient¿s weight was unknown. No further patient complications have been reported as a result of this event.